Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 386mg/dl. It was stated that the customer was experiencing high glucose for the past twenty four hours. The customer's most recent glucose reading was 403mg/dl, and he has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the test passed. It was stated that the father does not have a tubing clamp available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.